Manufacturer narrative:
Other applicable components are: product ID: 338940, lot#: b0840135k, implanted: (B)(6) 2008, explanted: (B)(6) 2019, ubd: 04-jun-2012, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the lead resistance was found to be too high during program control, and the patient had the lead replaced. The cause of the issue was unknown. The patient was currently under observation in the hospital. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot no. B0840135k) found that the #0 conductor is broken at the #0 connector weld site 1.7 cm from the proximal end. There is breached esc (environmental stress cracking) in the outer insulation around the location where the burr hole cover would have been. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.